Event description:
It was reported that the patient was having mode switch episodes due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Attempts to gain further information were unsuccessful. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).